Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It has been reported that during a revision procedure whilst trying to disengage the agluna principal shaft from the total femur shaft using the distraction tool, the end of the tool broke off in the implant. The principal shaft could not be disengaged from the total shaft and the end of the distraction tool had to be burred off the implant in situ. There was an estimated additional surgery time of 40 minutes.